Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp experienced suction alarms. The alarms were resolved by transfusing support blood and albumin. The patient was placed onto continuous renal replacement therapy for anuria and was transfused packed red blood cells for low hemoglobin. While patient was awaiting removal, the placement signal waveform disappeared and the flows showed 0 although the impella was still running. The impella was subsequently removed as planned. No patient harm was reported.

Manufacturer narrative:
The pump was not returned for investigation. The cause of the anemia and renal impairment was not determined due to insufficient clinical details. The cause of the placement signal issue was not determined, as the product was not returned and sufficient clinical information was not provided. The cause of the suction issue was most likely related to the patient's condition, based on the given clinical information. The pump passed all post sterile inspection checks.